Event description:
It was reported that a skin irritation had occurred while wearing the pod between 4 and 24 hours on the leg. In addition, it was reported that the pod had fallen off and that this issue had happened across multiple pods. Patient visited physician and was prescribed cavilon durable barrier cream / skin protectant and 3m tegaderm absorbent clear acrylic dressing, however it was explicitly stated that the patient had not begun using this treatment at the time of the report. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.